Manufacturer narrative:
The cobas pro ise analyzer serial number was (B)(6). The cobas pure analyzer serial number was (B)(6) .

Event description:
The initial reporter questioned an unspecified number of patient samples for ise tests on a cobas pro ise analytical unit compared to a cobas pure analyzer. Discrepant ise sodium electrode results were provided for 1 patient sample. The initial result from the ise analyzer was 116 mmol/l. The repeat result from a cobas pure analyzer was 126 mmol/l. No questionable results were reported outside of the laboratory. It is not known which result was believed to be correct. The customer declined to provide any additional information.

Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The sodium electrode lot number and expiration date were not provided. Calibration and qc were acceptable. The field service engineer (fse) found clots in the sipper nozzle. The fse ran the weekly wash rack and cleaned the sipper nozzle. Calibration and qc were performed. A patient comparison was completed successfully. The service actions resolved the issue.